Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
Additional information received indicated the bluetooth telemetry (bt) was re-established on the implantable cardioverter defibrillator (ICD) via interrogation with a programmer. There were no reported patient symptoms.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.